Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the transducers on the avea ventilator continue to drift out of range which caused high ppeak and circuit occlusion alarms. The customer stated when they rechecked the transducer they found excessive drift. The customer advised there was no patient involvement associated with this event.